Manufacturer narrative:
E1 - initial reporter facility name: (B)(6).

Event description:
It was reported that a catheter issue occurred. A 6f guidezilla ii guide extension catheter was selected for use. During the procedure, while trying to remove from the sheath, the blue shaft of the guidezilla came out completely from the collar. No patient complications reported.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital. Device evaluated by MFR.: the device was returned for analysis. The distal shaft was microscopically and visually inspected. Visual inspection revealed that the collar is separated. Microscopic inspection revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that a catheter issue occurred. A 6f guidezilla ii guide extension catheter was selected for use. During the procedure, while trying to remove from the sheath, the blue shaft of the guidezilla came out completely from the collar. No patient complications reported.